Manufacturer narrative:
(B)(4). The device was not available to be returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dead ant inside the pouch of a minicap. The customer stated that the ant was outside the top of the cap, not within the rim of the cap. The customer did not use the device and did not identify any additional defects. There was no patient injury or medical intervention reported. No additional information is available.